Manufacturer narrative:
The hospital biomed replaced the central processing unit board to display harness kit. Customer contact reported patient information is not available.

Event description:
The hospital reported that, during a case, the clinician was unable to interact with the menu choices to choose the various modes of mechanical ventilation. The clinician switched to manual ventilation to complete the case. There was no reported patient injury.